Manufacturer narrative:
An investigation was carried out into the complaint. Arjohuntleigh received a customer complaint where it was reported that sling torn at seam during the patient's transfer. It was indicated that the patient "dumped" out of the sling due to sling tear and was taken to emergency room. When reviewing similar reportable events, we have found a very low number of cases with similar fault description (fabric torn). To date we have found none related to the event where a tear occurred to the extent where a person dropped out. The occurrence rate observed for reportable complaints with this failure mode is currently considered to be very low and mainly consist of reports filed in the abundance of caution, not having led to actual harm. It has not been established which lift was being used for patient handling at the time of the event. Note that the lift is considered the main medical device of a patient transfer system and the sling is an accessory. Although the focus of the complaint was on the sling, no malfunctions were indicated regarding the lift. It was indicated that the facility does not have the torn sling in possession. However, based on the event description the sling ripped during transfer. Therefore, the lift and the sling which work as a system were found to have not been to specification when the malfunction was detected and in that way contributed to the complaint. The sling instruction for use (IFU) currently used includes crucial information: "the operational life of the sling is dependent on the actual use conditions. Therefore, before use, always make sure that the sling does not show signs of frying, tearing or other damage and that there is no damage (i.e. Cracking, bending, breaking). If any such damage is observed do not use the sling." Before each use the user is obliged to "check all parts of the sling (...) If any part is missing or damaged do not use the sling. Check for: frying, loose stitching, tears, fabric holes, soiled fabric, damaged clips, unreadable or damaged label" "warning: make sure straps are not caught by wheelchair or lift castors" (note that over the past decades, the instructions for use supplied with the sling identified the same. For some production years and sling designs adding that regardless of sling condition, it's lifetime is limited to two years.) Without having first level evidence such as video or detailed witness description of what occurred, we are left to review the information received from the customer per our best efforts, and compare it to our product knowledge that in part comes from previous complaint investigations. The review of product knowledge and internal testing: the safe working load for standard passive slings is 272 kg and for all day passive slings is 190 kg/228 kg (depending on model type) and fulfill the iso10535 requirements of being stable with the safe working load where after washing (performed for the same number of times that the sample was expected to be washed during its service life) and visual inspection, the products were load tested with a static load of 1,5xswl for 20 min. No parts of the slings used in our internal testing showed any sign of damage or wear caused by loading. Attention was given to all parts i.e. Fabric, seams/stitching, binding, loops/clips/rope attachments and straps. Also to measure the maximum load, a load test to destruction was performed for the slings. The load was increased until the product was destroyed, but no higher than 1000 kg if it was not destroyed. Our study confirms the service life of 2 years for the tested standard slings and 1,5 years for all day slings. Conclusion: during normal and on label use, without any malfunction, it is highly unlikely that the sling fabric will break. The review of previous complaints: there is a low complaint ratio of such issue when compared to the amount of sold devices and in comparison to their daily use. The cases where we see a sling fail in a way that can cause a drop, are cases where the sling was damaged and overloaded by being caught under an obstruction (typically this triggers the overload cut out built into the lift device, however if the caregiver keeps commanding the lift upward the load will keep increasing) and cases where the sling was so old, it basically disintegrated. Conclusion: when bearing this in mind the safe working load of all slings this can be seen as a more than considerable safety margin. Therefore, for the fabric to have torn, we strongly believe it to having been damaged before the transfer and could additionally becoming caught in an obstruction by blocking it under a sharp object and lifting (adding a much higher strain than normally encountered in use). Also, we cannot exclude the scenario where the sling involved was in use after its expected lifetime. This additionally could have an impact on the sling performance. However, we cannot treat this as certainty due to very limited information received. However, due to very limited information gathered we are not able to clearly indicate the root cause of the event but following our investigation, it appears most likely that the issue described in the complaint is connected to user not following the instructions for use sections that explains how inspect the sling and how to safely transfer a patient with the device. We find it likely that the fabric failed due to combination of being damaged before the transfer and an excessive amount of force outside of intended use or the issue is related to the sling exceeded its expected lifetime as defined in the IFU. In case of torn fabric in slings: the fabric rip is highly noticeable and the lifting cycle can be interrupted to lower the person in the sling to safety, as there is ample time to do so. After the patient is brought to the safety, the sling could be replaced with a new one and the old one could be discarded. The review of above complaint shows that there is no report of a ripped sling product that has ever led or was likely to led to an adverse outcome. However, arjohuntleigh decided to report the complaint in abundance of caution as it was indicated that the patient "dumped" out of the sling.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2016 arjohuntleigh received a customer complaint where it was indicated by the facility that they had a patient "be dumped" out of the sling due to tear in stitches at seam. The patient was taken to emergency room. No injuries were sustained by the patient as a consequence.